Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid leakage from the fillport. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between march 25, 2021 to march 26, 2021. H10:the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid contained inside the bladder. The photograph did not show evidence of leak from the fill port or other parts of the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.